Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced blockage at tubing on (B)(6) 2024. The blood glucose level of the patient was 511 mg/dl which was treated by correction bolus via pump. No further information was available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.